Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the vertical lift column power supply and the collimator. The service representative calibrated the new collimator. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column would not function. No patient injury was reported.